Event description:
It was reported via repair work order that the brakes were not holding on both sides of the foot-end due to worn brake plate forks. However, the brakes were still holding on the head-end. Furthermore, no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.